Event description:
It was reported that the system would intermittently not produce images. This issue could cause the system to become unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.